Manufacturer narrative:
(B)(4). Results of investigation: during testing and evaluation, vyaire medical discovered a physically damaged ventilator side lemo pigtail with a broken pin. Pin #1 of the receptacle lemo connector of the pigtail was burnt. Vyaire also found the conical nut was loose on the lemo connector. Vyaire re-torqued the conical nut on the lemo connector to 320 in-oz and replaced the side lemo pigtail.

Event description:
It was reported to vyaire medical that the ventilator's pigtail was frayed. There was no report of any patient involvement with this reported issue.